Manufacturer narrative:
(B)(4). The sample was not available as the customer continued to use the device. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
It was reported that a home patient (hp) had received a high drain 104 alarm on the homechoice (hc) after use. The technical service representative (tsr) checked the home patient (hp)'s therapy and cycle volumes. There was one bypass noted, and the patient stated they had bypassed a drain. There was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The homechoice device was operational and was not returned for evaluation. The reported increased intra-peritoneal volume (iipv) issue was not confirmed. The cause was undetermined. Review of the service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty. Should additional relevant information become available, a supplemental report will be submitted.